Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (38-68 mg/dl) in the morning on multiple occasions. Reportedly, low bg's are due to the pump basal rate being set too high. Customer adjusted the basal rate and drank orange juice to stabilize blood glucose levels.